Event description:
Information received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to a faulty CPR valve. The technician replaced the CPR valve to repair the bed.